Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 3.15 miu/ml with a data flag and was reported outside the laboratory. The doctor in the ER questioned the result and the sample was repeated on (B)(6), 2012 on the same analyzer with a result of 921.3 miu/ml with a data flag. The sample was also repeated on elecsys 2010 analyzer serial number (B)(4) with a result of 937.1 miu/ml with a data flag. The repeat result was considered to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 16697301 with an expiration date of (B)(6), 2013. The field service representative determined there was damaged pinch tubing and replaced it. He ran performance testing with results within specification. The customer ran controls which were all okay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.